Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the charger is not communicating with the ipg. It was also reported the patient is not receiving stimulation due to not recharging the ipg as recommended. A sjm representative will meet with the patient for troubleshooting.